Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via FDA¿s medwatch program that the customer was experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer was treated with insulin injection. Customer stated that despite administering multiple insulin boluses. The device will not be returned for analysis.